Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. Additional health effect - clinical code: e0306. E1901. E2302. E1621. E2302. E1605.. E1032. E230101. E1716. E0109. E0112. E2312. Additional health effect - impact code: f2301.

Event description:
It was reported: "(B)(6) was born with spina bifida. On (B)(6) 2023, dr. (B)(6) performed spinal cord detethering surgery, removing scar tissue and using durepair dura regeneration matrix. Recovered and discharged on (B)(6) 2023 and returned to school walking with her forearm crutch. On (B)(6) 2023, just seven weeks post-surgery - discovered a 15-inch diameter lump of fluid on (B)(6)'s lower back that was soft, painful, and felt like "a large water balloon." (B)(6) experienced extreme tiredness, leg weakness, inability to walk normally, severe headaches when standing (relieved by lying down), and frequent leg cramps. The lump was cerebrospinal fluid (csf), requiring immediate surgery. On (B)(6), 2023, dr. (B)(6) performed surgery, opened (B)(6)'s back, relieved the csf buildup, reviewed the durepair patch, and placed an external ventricular drain (evd) in (B)(6)'s brain to prevent further fluid accumulation. Despite the evd, fluid built up again by (B)(6) 2023, requiring adjustment of the evd to 0 pressure. (B)(6) was discharged (B)(6) 2023. On (B)(6), 2023, one week after discharge, the csf lump returned, and dr. (B)(6) confirmed another csf leak requiring an internal shunt, placed on (B)(6) 2023. On (B)(6) 2023, (B)(6) became critically ill with vomiting, 104-degree fever, gray skin, and was diagnosed with sepsis from a raging kidney infection (e coli), requiring hospitalization until (B)(6) 2023. On (B)(6) 2023, (B)(6) passed out, turned gray, became extremely weak , began vomiting. Paramedics found (B)(6) in critical condition with dangerously low blood pressure and transported her to hospital. The surgical drain fluid culture grew mssa (methicillin-sensitive staphylococcus aureus), determined to be the cause of (B)(6).'s sepsis. (B)(6) was hospitalized for 13 days ((B)(6) 2023) for treatment of sepsis. Throughout this period, (B)(6) body was severely weakened, she required home healthcare including physical, occupational, and speech therapy, could barely walk around the kitchen island initially, and gradually regained strength. On (B)(6) 2023, the shunt site on (B)(6)'s head (which had never healed properly) broke open, exposing the white shunt valve, requiring emergency surgery on (B)(6) 2023, by dr. (B)(6) to remove the shunt and non-viable tissue. On (B)(6) 2023, m.b. Suffered a massive 6-minute seizure oxygen desaturation and was diagnosed with epilepsy; on (B)(6), 2023, she suffered a second 2-minute seizure with severe postictal phase, requiring daily anti-seizure medication (keppra). From (B)(6) through (B)(6) 2023, (B)(6) declined significantly : became wheelchair-dependent, could barely walk (only shuffling), developed severe constant chronic pain in her entire left leg from hip to ankle, with tight contracted muscles, crying and screaming in agony, plus dizziness, headaches, constant fatigue, and missed substantial school. On (B)(6) 2024, during 8-hour surgery to remove the durepair patch, dr. (B)(6) discovered another csf accumulation and found a hole in the middle of the durepair patch. Dr. (B)(6) removed the defective durepair and replaced it with alternative material.